Event description:
It was reported that the ¿wheel¿ on the connection block was broken. The patient cable was returned and replaced. No patient complications were reported as a result of this event. The event date is unknown.

Event description:
It was reported that the ¿wheel¿ on the connection block of the patient cable was broken. The patient cable was returned and replaced. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the heart wire connector positive locking wheel was broken off. Analysis noted that the positive continuity tested okay, there was no intermittent connection found and that the negative continuity tested open, was able to get to connect by moving the cable by the end of the external pulse generator (epg) plug by the strain relief. It was further noted that the cable was over two years old, so was at end of life. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿wheel¿ on the connection block of the patient cable was broken. The patient cable was returned and replaced. No patient complications were reported as a result of this event. The event date is unknown.

Manufacturer narrative:
(B)(4).